Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: product code and lot # for the stratafix device reported? The account did not have the device or packaging available when I spoke with them. Was procedure completed successfully? Yes, the doctor stated that he was able to finish the procedure with no complications.

Event description:
It was reported that a patient underwent a total hip replacement on (B)(6) 2019 and a barbed suture was used. During the procedure, the needle broke. The case was completed successfully. No patient consequences were reported. No additional information was provided.